Manufacturer narrative:
Evaluation summary: a review of the technical service investigation showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that approximately three months following lasik surgery, the patient was diagnosed with "epithelial nest" in the right eye. The patient reported experiencing blurry vision, and was treated with oral and eyedrop medications. The patient has not yet had a follow up visit. Additional information will be requested following the patient's scheduled follow up visit.